Manufacturer narrative:
No product will be returned for evaluation.

Event description:
During a call for another purpose, the pt reported that a week ago, she had a small amount of insulin in the infusion device compartment, which she dried out with a tissue. She stated that on the same day she also had some air bubbles in the insulin cartridge. She stated she had a high blood glucose reading that day in the 300 mg/dl range with her normal reading being in the 90-120 mg/dl range. She stated she was "not feeling well." The pt said she brought down her blood glucose levels by giving herself multiple correction boluses through her infusion device. During troubleshooting, the pt stated she does not prime the piston rod plate to compensate for an insulin cartridge that is not completely full. She also stated she does not attach the adapter and tubing to the cartridge prior to inserting it into the insulin device. The pt was educated on the importance of connecting components properly to avoid the risk of insulin leakage. On follow up, the pt stated she may have filled the cartridge with too much insulin, which may have caused the leakage. She also stated the device is now dry and her blood glucose readings have been "fine." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.